Event description:
Reportedly, after firing the device, complete tissue resection could not be confirmed. Remaining tissue was removed using forceps. The procedure was changed to a stoma. Sex: unk. Procedure; lar double staple.